Event description:
Pt reported she went to the ER on (B)(6) 2011 due to hypoglycemia. Her blood glucose measured 32 mg/dl (time not specified). She inquired how to adjust her basal program. When advised to consult with her doctor about the correct settings, she stated her doctor isn't familiar with how the omnipod system works, so she makes the necessary adjustments herself.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if some malfunction or other product condition could have contributed to this reported event. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "test results below 70 mg/dl mean low blood glucose (hypoglycemia)," and "do not use the omnipod insulin management system until you have been trained by your healthcare provider. He or she will initialize the system based on your individual needs. Inadequate training or improper setup could put your health and safety at risk." If advises "check with your healthcare provider before adjusting these [basal program] settings."